Manufacturer narrative:
Logs showed the dose and concentration of dilaudid was 1.7477 mg/day and 5.0 mg/ml if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 5mg/ml dilaudid at 1.7477mg/day via an implantable infusion pump for non-malignant back pain and chronic low back pain. It was reported that the patient¿s child took a picture and sent it to the rep which showed a 8476 error code. The managing physician emailed the rep on (B)(6) 2018 to call and talk to the patient¿s child regarding an ¿x¿ with a code on the ptm. The rep asked when this first happened and the child stated it had been about a week and the patient hadn't felt well since. It was reported that dilaudid was in the pump and the patient had not had any magnetic resonance imaging scans (mris). The logs indicated that there had been multiple motor stalls and recoveries. The patient was in a nursing home. The patient was going to follow up with a doctor to talk about a pump replacement. Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). The patient had the pump replaced and the dose was decreased by 60%. No further issues were reported or anticipated.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication as well as stall due to shaft bearing. Analysis found the pump was overinfusing. If information is provided in the future, a supplemental report will be issued.